Event description:
When administering heparin to a pt using venous port of the catheter during flushing, blood splashed out the side of the syringe on the nurse's left arm, the front of the dialysis machine and the floor. The nurse immediately washed her arm and changed her top which had also been soiled. No apparent harm or injury to the staff or pt.